Manufacturer narrative:
The event device is being returned to applied medical for evaluation. A follow up report will be sent upon completion of investigation.

Event description:
Procedure performed: vats thymectomy. Event description: I have just heard from one of the theatre team that one of our ports broke in a patient, the plastic broke under the balloon and fellow into the patient. The surgeon was [surgeon - name] and the case was a vats thymectomy. Trocar details: cff33, lot: 1431815, expiry: 11/03/2024. I will try and find our some more information regarding this. Additional information from (B)(6) incident report received via email 14feb22: during a vats thymectomy, on removal of a port, it was noticed that damage had occurred and that the port had cracked and shattered under where the balloon is situated. Two small pieces were retrieved. We are unable to discern if any remains. The surgeon was alerted as soon as the damage was noted. They inspected the port and inspected internally for any remaining parts. [Surgeon - name] stated her had not seen any but a colleague present stated they may have seen a flash of colour. This could not be found and it was decided that no harm would come to the patient type of intervention: two small pieces were retrieved. We are unable to discern if any remains. Patient status: this could not be found and it was decided that no harm would come to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with six fragments. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Three fragments were identified to be part of the cannula, and the remaining three fragments were identified to be part of the balloon. Upon closer observation, the balloon fragments appeared to be cleanly cut off from the cannula. Based on the condition of the returned unit, it is possible that the cannula shaft fractured due to a large force exerted on it or an instrumentation coming in contact with it during the procedure. It is also possible that the cannula was more susceptible to breakage. It is likely that the balloon was cut with a sharp instrument. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vats thymectomy. Event description: I have just heard from one of the theatre team that one of our ports broke in a patient, the plastic broke under the balloon and fellow into the patient. The surgeon was [surgeon - name] and the case was a vats thymectomy. Trocar details: cff33, lot: 1431815, expiry: 11/03/2024. I will try and find our some more information regarding this. Additional information from mhra incident report received via email 14feb22: during a vats thymectomy, on removal of a port, it was noticed that damage had occurred and that the port had cracked and shattered under where the balloon is situated. Two small pieces were retrieved. We are unable to discern if any remains. The surgeon was alerted as soon as the damage was noted. They inspected the port and inspected internally for any remaining parts. [Surgeon - name] stated her had not seen any but a colleague present stated they may have seen a flash of colour. This could not be found and it was decided that no harm would come to the patient type of intervention: two small pieces were retrieved. We are unable to discern if any remains. Patient status: this could not be found and it was decided that no harm would come to the patient.